Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a duodenal stenosis during a gastro jejunal procedure performed on (B)(6) 2022. During the procedure, the stent first flange was deployed; however, it failed to expand. The stent was removed from the patient partially deployed and a wallflex duodenal stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat a duodenal stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for duodenal stenosis.